Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a ventricular tachycardia (vt) episode that appear to be supraventricular tachycardia (svt). Technical services (ts) reviewed the episode and noted that there was intermittent undersensing on the right atrial (ra) lead channel. No adverse patient effects were reported. This system remains in service.